Event description:
The patient reported procedural pain and their incision was bloody and oozing. The patient applied antibiotic ointment and bandages over the incision daily. The clinician did not feel that an infection was present. However, antibiotics were prescribed as a precaution. The area has improved, the patient is doing well, and will follow up with their clinician in 2 weeks.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, not prescribing antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, severe force applied to implant, excessive twisting, stretching, or bending and inadequate fixation have been ruled out as potential causes. However, the patient is a diabetic and the incision site was not irrigated with an antibiotic solution before closure which are contributing factors to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient is a poor candidate due to health, weight, age, mental capacity as the patient is diabetic (user error- clinician). Surgical issue as the incision site was not irrigated with antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.